Manufacturer narrative:
The device is expected to be returned for evaluation, however, it has not yet been received.

Event description:
The event involved a transpac it monitoring kit w/safeset¿ reservoir, 03 ml flush device, 84" red stripe pressure tubing and 2 needleless valves where the customer reported a breakage of the catheter pressure kit tubing at the reservoir level the cathether was changed. There was unknown patient involvement, but harm was not reported as a consequence of this event.

Manufacturer narrative:
The complaint could not be confirmed. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.